Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 for low blood glucose. Blood glucose reading was 29 mg/dl. The customer experienced the low blood glucose overnight and was taken to the hospital by the paramedics. The customer also had high blood pressure and was treated with fluids. The customer also reported having sensor glucose and blood glucose discrepancies. The insulin pump did not suspend insulin delivery when the customer's blood glucose was below 70 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device communicated properly with the glucose sensor simulator and the minilink sensor transmitter. No pump/sensor transmitter communication anomaly noted. The low predicted alarm and the threshold suspend alarm functions properly during the pump/sensor transmitter testing. Device had cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. (B)(4).